Event description:
Customer reported having air bubbles in the tubing, blood at site and a bent cannula. Customer's most recent blood glucose reading was 330 mg/dl and has treated with the insulin pump. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.